Event description:
It was reported that the tubing of a clearlink continu-flo solution set split about an inch above the lowest y-site. This occurred during infusion of IV contrast using a pressure injector set at 2 ml/sec. The set was being used with a 22g IV catheter. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection a rupture was observed in the tubing just above the lowest y-site. The reported problem was verified. The cause of the problem was due to misuse as the device was not intended to be used with a power injector. Should additional relevant information become available, a supplemental report will be submitted.